Event description:
A (B)(6) woman who was previously without major medical conditions had a medtronic pain stimulator implanted into his spine on (B)(6) 2015 by dr. (B)(6) of (B)(6) orthopedics and spine specialists. Six days later, he suffered a massive left cva and has dense right hemiparesis and aphasia.